Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 5 events were reported for this quarter. Product return status : 4 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status : 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn bearing. 1 event was not confirmed during testing; however, - 1 device was found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. Additional information : 5 devices are not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 5 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status: 4 devices were received. 1 device was not available for evaluation. Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by internal corroded components. 1 device was found to be affected by worn internal components. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.